Manufacturer narrative:
(B)(4). Other devices used: catalog #00595205010, nexgen cr articular surface, lot #61429543. Catalog #00597206638, nexgen prolong all-poly patella, lot #61758067. Catalog #00598005701, nexgen stemmed precoat tibial component, lot #61634677 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Device history records were reviewed for the femoral component and identified no derivations or anomalies. Devices were not returned for review; therefore, the exact condition of each component is unknown. These devices are used for treatment. Primary operative notes were not returned for review. Review of revision operative notes confirms patient underwent a revision for a painful left total knee on (B)(6) 2015. Preoperatively it was reported that the patient developed posterior cruciate ligament insufficiency with pain and swelling and no evidence of infection. It was reported that the all components were explanted in additional to removal of all cement. The fixation of the components was not reported. Revised components were report to exhibit full range of motion and judged stable. Per the zimmer nexgen knee profiler, no compatibility issues are noted. A product history search revealed no additional complaints against the related femoral part and lot combination. A definitive root cause of the loosening cannot be determined with the information provided.